Event description:
A male patient was brought to emergency room by emergency medical services after collapsing. The emergency medical services personnel administered CPR. The patient was found to be in ventricular tachycardia in the emergency room. The philips heartstart was attached to the patient. The philips heartstart did not deliver a shock to patient in synchronized mode. The synch button was turned off, but philips heartstart would still not deliver a shock. The patient was eventually stabilized with medications and other emergency room treatment protocols. The philips heartstart was tested that morning and showed defibrillation okay. The philips heartstart pulled from service and sent to biomedical services department for further testing and repair, if needed.